Event description:
Customer reported an intermittent collimator iris potentiometer error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator and the high voltage cable. System operates as intended.